Event description:
Physician reports pt developed symptoms leading to abscesses at injection sites in lips, more than 9 months after treatment. Physician has treated pt with oral valtrex and medrol dose pack, as well as intralesional kenalog and incision and drainage.